Event description:
It was reported that, "another broach handle broken on case #2 of this surgery day. Same problem area. The striking plate has broken away from the body of the handle."

Manufacturer narrative:
(B)(4). As part of a quality system improvement plan stryker corp conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B)(6) 2006 to (B)(6) 2008 were the scope of this retrospective review. This event falls outside of the scope of exemption (B)(4) and will be reported via medwatch form. Visual examination, device history review, complaint history review, hardness test. Results: visual examination confirms the reported event. Device history review shows no reported discrepancies. Complaint history review shows there has been no other reported events. Hardness test exceeded the minimum specified requirement of rc 38. Conclusion: appears to be design related.